Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4; d9; h2 and h4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the instrument fractured. This was discovered during hte sterilization process; there was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, h2, h3, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned instrument. The instrument shows signs of multiple uses including heavy marking and scratching on the instrument surface. Further investigation shows that one of the two tips has fractured. The fractured tip was not returned. A determination cannot be made as to what caused the tip to fracture. A fracture analysis was not conducted as the instrument has an estimated field age of 8 years with signs of multiple uses. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.